Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not appearing on the stockout report. A technical support specialist (tss) checked the server and inventory management and confirmed that the station was loaded for the specified medication identification (medid). The stockout report for the relevant date showed no data. An event report was run, which revealed one removal for the medid, ending with zero quantity. The customer was contacted for additional information. Upon receiving the details, it was identified that the issue was related to remote support services (rss) following a bomgar upgrade. The steps were provided to the customer for hospital information technology team (hit) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medication was not showing up on stock out report. The customer stated that the medication was not available for the surgical patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medication was not showing up on stock out report. The customer stated that the medication was not available for the surgical patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.